Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); "vitrectomy" (vitrectomy). Product problem(s): "no device problem reported" (no known device problem). A nurse reported during phacoemulsification, the posterior capsule (pc) ruptured. The case was completed with an anterior vitrectomy. The intraocular lens (iol) was placed in the sulcus. Multiple attempts have been made to contact the surgeon to get additional info, but no additional info has been received to date.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event, and the root cause is therefore unk at this time. (B) (4).